Manufacturer narrative:
(B)(4).

Event description:
The device system was removed due to a "massive infection". The patient was looking for a new physician. Additional information has been requested. A follow-up report will be sent if additional information becomes available.